Event description:
Consumer reported complaint for error messages (e-0, e-2 and e-5). Daughter is calling on behalf of the customer. At the time of the call the customer reported feeling lightheaded; medical attention was not needed at the time. During the call, a blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/18/2023 and customer stated the test strips may have been opened more than four months ago (expired). The customer did not have another vial of test strips that had been stored and handled correctly.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: lightheaded. Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 27-may-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still feeling lightheaded. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 01-aug-2022. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.